Event description:
In 2009, the patient reported experiencing recurring e4 (occlusion) errors for the past 2 months during bolus delivery of large amounts of insulin. She is able to clear most occlusions by changing her infusion site. Her most recent occlusion occurred 30 minutes prior to the report and she "changed everything." She reported experiencing pain at the infusion site. She was educated on infusion site management. She was sent information on infusion site management and sample infusion sets. Upon follow up four days later, the patient reported receiving another e4 error, resulting in elevated blood glucose of 368 mg/dl. She had attempted to bolus 12 units of insulin and only 1 unit was delivered and e4 was displayed. She changed the infusion site and tubing, and attempted to bolus 6 units of insulin and only 2.3 units were delivered and e4 was displayed. She was instructed to disconnect from the infusion tubing and to prime, and e4 was displayed. She removed the infusion tubing and primed without error. She attached a new infusion tubing and primed without error and completed her bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested top be returned for evaluation.